Manufacturer narrative:
When the company representative went to boot-up the console to test it, they were not able to get the system to boot up. Therefore, the company representative was unable to confirm nor replicate the reported ¿system locking.¿ as a preventive measure, the host was replaced, and the system was tested. The system found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The customer reported ¿system locking up¿ cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had powered on but not loading fast the manufacturer logo. It was also reported that the power button on side was green. The procedure details and patient impact were not reported.